Event description:
It was reported that the patient's generator was replaced due to battery depletion. The explanted product was discarded. No further relevant information has been received to date.

Event description:
It was reported that the patient was experiencing an increase in seizures after previously being seizure free. The patient's mother was concerned that the increase was due to a low battery on the vns. The patient was reported to be "close to" end of service battery status. Clinic notes indicated that the patient would be referred for a new vns as he continued to have breakthrough seizures even with medication changes. The patient's system diagnostics were within normal limits and the patient's battery was not at end of service. No known relevant surgical intervention has occurred to date. No further relevant information has been received to date.